Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2013-01497. The same patient is represented in each medwatch.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2009 by dr. (B)(6) at (B)(6) medical center. It was reported that patient underwent harvest of rectus fascia, rectus fascia sling, excision of mesh anterior and posterior wall, midurethral sling takedown, cystoscopy, anterior repair and posterior repair on (B)(6) 2014 by dr. (B)(6) due to dyspareunia, vaginal scarring, bladder dysfunction and stress incontinence at the christ hospital. It was reported that patient underwent pubovaginal sling (istop) on (B)(6) 2008 by dr. (B)(6) due to stress urinary incontinence at (B)(6) community hospital.

Manufacturer narrative:
Date sent to the FDA: 0()(4) 2017. Patient codes: (B)(6). Additional narrative: it was reported that following insertion the patient experienced cystocele.

Manufacturer narrative:
Additional information: patient codes: (B)(6) ¿ vaginal discharge additional narrative: it was reported that following insertion the patient experienced vaginal discharge.

Manufacturer narrative:
Additional patient codes: (B)(4)- vaginal constriction additional narrative: it was reported that following insertion the patient experienced vaginal constriction.